Event description:
The customer reported that one of the bedside monitors (bsm) is in communitcaton loss at the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Technical support is working with the customer to resolve the problem.